Manufacturer narrative:
(B) (4) (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lung biopsy procedure, the first firing was fine. The device was loaded with another green cartridge and the surgeon double checked that is was clicked in. The cartridge moved forward when fired, causing blade to cut lung without stapling. Procedure prolonged 30 minutes. Surgeon converted to open to finish procedure.